Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, high pacing impedance and high capture threshold were observed. The non-dependent patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016 due to fracture. The patient tolerated the procedure well and will continue to be monitored normally.